Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer resested the cable on matrix controller board to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure.the customer reported that the malfunction occurred when user trying to issue the medication to patient and there was no harm or delay in the dispensing of the medication.there were no adverse events or injuries reported based on this incident.